Event description:
On (B)(6) 2012 the reporter contacted animas alleging that for the past month, the down and ok buttons have exhibited inconsistent, intermittent responses. The pump is worn in a pocket and cleaned with a dry paper towel. The reporter continues to use the pump and uses the remote meter to bolus. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were unresponsive. There was evidence of adhesive found under the key contacts. The ok key contact was found to be inverted and the down arrow key contact was found to be misaligned.